Manufacturer narrative:
Multiple attempts for the device serial number have been made, but no response has been received. UDI is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a no external power event on (B)(6) 2019. It appears to be from a total loss of power to the patient's mobile power unit (mpu). It was reported that the patient's mpu was accidently unplugged. No further information was provided.